Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed, and latch was clicking. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed, and latch was clicking. A field service engineer found the full height drawer rail damaged and replaced it with a surplus rail to resolve the issue. The fse performed a functional test and ran diagnostics; verified that the customer's inventory medication was successful. The system functioned as intended after the field service engineer repaired the device.